Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with herniated nucleus pulposus l4-5 with spinal stenosis. Status post posterior fusion, l5 to s1; and underwent the following procedures: removal of hardware and exploration of fusion mass l5-s1 2) l4-5 laminectomy with disc removal replacement of cage with plig l4-5 pedicle screw fixation and fusion l4-5 with bmp (bone morphogenic protein). As per op-notes,¿ we gently retracted the thecal sac and nerve root on the right side and removed large disk fragments and then entered the disk space to remove all easily removable portions of disk material. We then underwent various sized reamers up to 10 mm and then packed small pieces of bone graft infused with bmp (bone morphogenic protein) medial to this area and then placed a 9 x 11 x 21-mm brantigan cage filled with bone graft and infused with bmp (bone morphogenic protein). We tapped it into place and rotated it into appropriate position and found it to be firmly seated and appropriately counter sunk.¿ the patient tolerated the procedure well without any intra-operative complications. On (B)(6) 2008: the patient was discharged from the facility.